Event description:
It was reported that the doctor was performing a lap nissen. It was reported the doctor was in the middle of the resection, when the buttons on the device started operating intermittently. The doctor tried a second device, operated for a while and started having the intermittent activation of the buttons. The doctor tried a second handpiece and encountered the same issue. The doctor decided to use a different device and the footswitch to complete the case with no pt consequence. The doctor would like to have the two used instruments and the remaining three unused instruments sent in for analysis.

Manufacturer narrative:
Evaluation summary: three devices were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and two of the instruments. The third device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed.